Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection and leak test were performed with a cut in the tubing from the connector noted. A clear passage test and clamp function test were performed with no issues noted. The reported problem was confirmed via the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was a leakage from the silicone tubing of the transfer set during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.